Event description:
It was reported that a dehp free solution administration set had melted tubing. There was no patient involvement as this was found before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The functionality of the device's roller clamp was tested with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was unable to be replicated with the companion sample. Should additional relevant information become available, a supplemental report will be submitted.